Manufacturer narrative:
The customer¿s report of pca volume discrepancies and fentanyl overinfusion was not confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows pca s/n (B)(4) was programmed to infuse a pca dose (pca dose = 10mcg) only infusion of fentanyl medsurg/l&d 10mcg/1ml (drugid (B)(4)) using a 35ml monoject syringe with 4.496ml detected at 10:12 am on 19 november 2018. The user programed a loading dose of 4mcg. This infusion ran until 1:20 pm on 20 november 2018 when the user channeled the device off. A total of 1.4ml (0.4ml loading dose plus 1ml pca dose request) was delivered during this period and there should have been 3.096ml remaining in the syringe. At 12:22 am on 24 november 2018, a 35ml monoject syringe with 31.3393ml detected was selected on pca s/n (B)(4) (different pcu and pca module). The user programed a pca dose (pca dose = 5mcg) only infusion of fentanyl medsurg/l&d 50mcg/1ml (drugid (B)(4)). This infusion ran until 4:20 pm on 26 november 2018. There were no pca requests made and 0ml was delivered. During functional testing both pca modules passed the barrel clamp, plunger force and plunger position accuracy testing. The root cause of the customer¿s report of pca volume discrepancies and fentanyl overinfusion was not identified.

Event description:
The patient reported 2 pca modules showing inaccurate volumes of fentanyl and stated an overdose was received but not with fentanyl. It was later stated by the nurse that 2 rn¿s checked the fentanyl 30ml syringe at the change of shift with a remaining volume of 30.8 ml displayed on the pca module, however, the facility¿s cerner system documented 30.4 ml remaining. The patient stated that prior to the event there was a remaining volume of fentanyl 30.4 ml. The clinical nurse supervisor was notified and assisted with trouble shooting, turned the syringe, determined that the syringe was inserted correctly into the device, and checked the expiration date. At an unspecified time the nurse changed the pcu and pca module and documented 31.x ml (total decimal point volume not provided) as the remaining volume. The patient was sleepy however there was no harm and narcan was not required. The clinical supervisor stated that the patient did receive an over infusion, however believes it was due to a programming error, and is not certain of why there was a volume discrepancy between the remaining volume on the device and the remaining amount documented in cerner. The facility checked the devices and stated that they were working properly. However the patient did not feel comfortable receiving a pca dose from the devices due to the remaining volume inaccuracies. The event occurred on the med/surgical unit.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The patient reported 2 pca modules showing inaccurate volumes of fentanyl and stated an overdose was received but not with fentanyl. It was later stated by the nurse that 2 rn¿s checked the fentanyl 30ml syringe at the change of shift with a remaining volume of 30.8 ml displayed on the pca module; however, the facility¿s cerner system documented 30.4 ml remaining. The patient stated that prior to the event there was a remaining volume of fentanyl 30.4 ml. The clinical nurse supervisor was notified and assisted with trouble shooting, turned the syringe, determined that the syringe was inserted correctly into the device, and checked the expiration date. At an unspecified time the nurse changed the pcu and pca module and documented 31.x ml (total decimal point volume not provided) as the remaining volume. The patient was sleepy; however, there was no harm and narcan was not required. The clinical supervisor stated that the patient did receive an over infusion; however, believes it was due to a programming error, and is not certain of why there was a volume discrepancy between the remaining volume on the device and the remaining amount documented in cerner. The facility checked the devices and stated that they were working properly. However, the patient did not feel comfortable receiving a pca dose from the devices due to the remaining volume inaccuracies. The event occurred on the med/surgical unit.